Event description:
It was reported that the patient experienced shortness of breath and lethargy. It was noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the left ventricular (lv) lead was unable to consistently confirm capture. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in office a few days later. The patient was inaccurately told that the lv lead was not working. The device was showing appropriate function however biventricular pacing somewhat limited by premature ventricular c ontractions (pvc). There was an alert for the atrial lead on remote transmission however it showed appropriate function as well on physician interrogation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.